Manufacturer narrative:
(B)(4). The customer reported that a pt death occurred. The customer did not allege that the device was a factor but requested assistance in printing retrospective data associated with this event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt death occurred. The customer did not allege that the device was a factor but requested assistance in printing retrospective data associated with this event.